Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that following a revision procedure the patient was experiencing an increase pain. The physician believed that the pain was due to bad placement of the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm model #:sc-4316 lot #: 16533478 description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure the patient was experiencing an increase pain. The physician believed that the pain was due to bad placement of the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that following a revision procedure the patient was experiencing an increase pain. The physician believed that the pain was due to bad placement of the stimulator. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to initial MDR, date received by manufacturer: 21-dec-2016.

Event description:
A report was received that following a revision procedure the patient was experiencing an increase pain. The physician believed that the pain was due to bad placement of the stimulator. The patient will undergo an explant procedure.